Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, at around 4:00 a.m., the patient began vomiting. According to the reporter (mother), the patient was experiencing diabetic ketoacidosis (dka), though it was not considered severe. The parent could not recall the cgm reading at that time, describing the incident as a nightmare. However, she noted that the cgm displayed inaccurate readings which showed a difference of 30 to 40 mg/dl. Insulin was administered by the mother before the patient was taken to the hospital. Upon arrival at the hospital, the patient was diagnosed with hypoglycemia. The parent could not recall the exact medication administered for the hypoglycemia but remembered that the patient was given potassium and medications for nausea, including reglan, haldol, and compazine. Reporter (mother) was also unable to recall the specific blood sugar reading taken at the hospital. The patient remained in the ICU for six days and did not sustain any injuries during her hospital stay. The patient was still not feeling well and is resting in bed. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It has been reported that there was a difference in readings of 30 to 40 points. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.